Event description:
It was reported that the previously working remote monitor did not respond to the start button. It was further reported that a scheduled transmission was not received. The caller was advised to try another electrical outlet in the home and if that did not resolve the situation, to have the monitor replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.